Manufacturer narrative:
(B)(4).

Event description:
It was reported that false detection of non-sustained rv oversensing due to intermittent loss of capture was noted. There were no consequences for the patient due to the event. Programming changes were suggested. Patient will be followed-up for in-clinic visit.